Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The em interface was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The em interface was tested and found to function as expected but as reported, the connection where the cable comes into the housing was loose and the nut was completely backed off and would not tighten. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the em interface box was not recognizing instruments, the ports were damaged. No patient was present at the time of the event.